Event description:
Pt reports stuffy nose, which causes her sleep with her mouth open making her mouth dry. Advised to speak with md. Pt reports that pump due for maintenance in october (B)(4) keeps alarming that no cassette is attached. Pt has a backup pump and no adverse event occurred due to pump malfunction. Malfunctioning pump replacement sent. No other info available. Is the actual device available to be returned for investigation? Yes; did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6).